Event description:
The catheter was implanted in 2005 and ten to eleven days later pt has problem infusing/aspirating so dr decides to take out the line. However, when he pulls out the line he finds it is broken. The broken catheter is floating within the pt and reaches the heart. It was "fished" out by the radiologist.